Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). This is an ancillary service event. A device history review revealed no issues that could have caused or contributed to the issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A short simulated therapy was performed. Electrical testing passed, but functional testing failed for volumetric accuracy. The original piston foam was removed and inspection revealed deteriorated piston foam. The sample analysis revealed that the direct cause of the problem was determined to be deteriorated piston foam. The piston foam was replaced to resolve the issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.